Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. Radiographic images showed crossed leads over the bottom of the device prior to the procedure. During the procedure a right ventricular lead insulation tear was observed. Insulation separation was observed due to suspected can-on-lead abrasion. The lead was tested and no electrical anomalies were observed. The lead was repaired successfully using a repair kit. The patient was stable and will be monitored remotely.